Event description:
It was reported that a balloon rupture occurred. A 10 mm x 2.50 mm wolverine coronary cutting balloon monarail was selected for use. During procedure, it was noted that the balloon ruptured upon first inflation at 6 atmospheres. The device was simply removed and the procedure was completed with a different device. No patient complications were reported and the patient's condition was good.